Manufacturer narrative:
Product complaint # (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
The patient was revised to address instability.

Manufacturer narrative:
Product complaint # (B)(4). This is a duplicate report of 1818910-2018-75142. (B)(4) is being retracted as it is report duplication. 1818910-2018-75142 will be kept for investigation purposes. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened.